Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of corrosion on the 14v battery contacts was confirmed. The returned 14v li-ion battery, serial (B)(6), showed signs of corrosion on the j2 and j6 contacts. The battery went through a charge/discharge cycle and placed in a universal battery charger (ubc) for further testing, and no atypical signals were observed. The battery was able to charge to full bars as intended. The 14v battery was hooked up to a mock loop, system controller, and returned battery clip. The battery was functionally tested and found to operate as intended during analysis; no alarms were produced. The corroded contacts did not affect functionality of the battery. A root cause for the reported event was not conclusively determined through this analysis. The 14v battery was inspected and accepted into the storage location on 10jun2024. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 3-¿powering the system¿ and heartmate 3 patient handbook section 3-¿powering the system¿ explain how to clean and maintain proper function of the batteries. Heartmate 3 patient handbook section 4-¿living with the heartmate 3¿ states that ¿the heartmate 3 system components must be kept dry. Never expose the system controller, batteries, mobile power unit or power base unit to water. If these system components get wet, your pump may stop. Never take tub baths or go swimming while implanted with the pump. The heartmate® gogear® shower bag must be used while showering to keep the system controller and batteries dry.¿ the IFU states under the weekly safety checklist to clean the metal battery terminals and contacts inside the battery clips and to check for damage. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the batteries were to be returned due to corroded contacts.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.